Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, after firing most of the staples were malformed. In addition, there was blood loss but did not quantify. The case was completed with sutures. The patient was hospitalized in stable condition.